Manufacturer narrative:
The lead has not been returned at this time. If the lead is returned, analysis will be performed and this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited noise on the rate/sense channel, which was oversensed, and resulted in inappropriate shocks to the patient. There was no therapy exhaustion. The device was reprogrammed at that time. Then a surgical revision was performed and the lead was explanted and replaced. No additional adverse patient effects were reported.